Manufacturer narrative:
The device referenced in this report will not be returned to olympus for evaluation as it has been discarded by the user facility. As a part of investigation, during call with olympus sales representative who was present during the procedure mentioned that the surgeon was using another non olympus device (forceps) along with the thunderbeat device and probably that have scratched the gold paint off during the procedure. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a procedure the plating on the grasping section was chipped off at the end of the procedure. Furthermore, olympus was informed that the gold platting chipped off and fell inside the patient. The pieces were retrieved using forceps and by irrigating through suction. There was no damage to the teflon pad. There were no error codes displayed on the generator. No medical or surgical intervention needed. The device was inspected prior to use and no abnormalities were observed. The intended parotidectomy procedure was completed using the same device. No patient injury reported.